Manufacturer narrative:
The site utilized floor fasteners to secure the mounting plate to the gantry. When the fasteners were removed, the mounting plate was no longer supported and fell to the floor below. The de-install manual states that before a de-installation begins, the de-installer should review the manuals used for the install of the system for the purpose of understanding details about the initial install. In this case, the initial installation method was not verified prior to de-installation. Ge healthcare defines only one method to secure the mounting system, through use of bolts into a concrete floor. It is stated that if the ge healthcare defined method is not used as in this case, responsibility for providing an equivalent anchoring method rests solely with the customer's contractor or structural engineer. In 2008, ge healthcare added a requirement that if such a deviation were to take place, a documented concession reviewed by ge engineering is required. De-installation is also considered in this process. This system was installed in 2006, therefore, this requirement did not exist at that time. Ge healthcare field engineers are required to attend installation and de-installation training with regular refresher training. Specifics regarding the deviation process and alternate installs will be added to the regular curriculum.

Event description:
It was reported that during a de-installation of a lightspeed vct system by a ge healthcare field service team, a steel mounting plate attached under the floor below the gantry position fell from inside the ceiling through acoustic tile into a potentially occupied space. No injuries were reported.